Manufacturer narrative:
Device evaluation: the pump has e returned and evaluated by product analysis on 09/19/2016 with the following findings: investigation revealed contamination under all keypad button contacts. The keypad cover was found to be peeling; all keypad buttons were normally responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad buttons. This report is made based on results of investigation completed on 09/19/2016.